Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient ran out of sensors and began feeling unwell and vomiting. There was no information provided on the length of time the patient was out of an active sensor session. The patient was taken to the hospital by ambulance and was treated there with fiasp (insulin) due to high ketone levels (no value documented). At the time of the report the patient was feeling ok. No other details were documented. Per medical review, this would constitute a serious adverse event as there was serious injury and medical intervention (ed). There was mentioning of treatment it was assessed as serious as the treatment could have been IV medication. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.